Event description:
I used clearcare contact disinfectant and cleaning solution -manufactured by ciba vision to clean my contact lenses. Clearcare is an overnight hydrogen peroxide cleaner, intended to neutralize to normal saline in the storage vial during the disinfecting and cleaning process. The solution instructions state that the solution will neutralize after 6 hours. This particular pair of contacts had actually been in the clearcare solution for longer, as the solution had not neutralized previously and I had switched to a new different pair of contacts to use while this pair neutralized. It was a new pair of contacts, new bottle of clearcare solution and new storage vial that I used. Before placing the contacts in my eyes, I rinsed them with normal saline, as is my habit. Shortly after putting the contacts in, my eyes began to sting and burn. I immediately realized that the solution had not neutralized. I was able to remove the contact lens from my right eye within a few minutes, and flush with normal saline. The left eye contact was much more difficult to remove. It took quite some time before I was able to remove that lens and flush with the normal saline. I contacted ciba visions' customer care department for advice on increasing my comfort level, as my left eye continued to sting and burn quite drastically. I also wanted them to be aware of their product's malfunction to begin investigating the lot safety, etc. As the day went along, after following ciba's advice, I really had no improvement in comfort, and my eye began to "matter" and drain. I contacted my optometrist for help, he saw me and immediately sent me to an ophthalmologist specialization in corneal care. As a result of the clearcare disinfectant and cleaning solution not neutralizing, my left cornea was chemically abraded burned over 98% of the surface. At one point, my ophthalmologist stated that my cornea was initially "gone". I use antibiotic zymar drops four times a day, have used copious amounts of artificial tears, and have worn a contact lens bandage since the occurrence. I have lost work as a result of pain and visual difficulties, in addition to the severe discomfort itself. Initially my healing was on course, but slowed after 7-10 days. At three weeks, my ophthalmologist added steroid drops fml to my care regime twice a day, added genteal tear gel drops to my regime, and blocked the tear duct in my left eye. After completing a full month of care today, my cornea has still not completely healed. The medial portion of my cornea continues to be roughened, my visual acuity has not fully returned, I continue to wear a contact lens bandage, and I continue with the eye medications and comfort drops. The pain, discomfort and light sensitivity have at times been excruciating... Not to mention the decrease in vision. Initially I was only able to see light and dark, then color and shape, and gradually some acuity has returned. While wearing my glasses, my vision is worse than 20/100 when tested. Currently I use a magnifying glass for most reading. I have had a total of 8 visits to the ophthalmologist, with more scheduled. I am uncertain of the longterm outlook, as lately my ophthalmologist seems less optimistic of full visual return each time I go for a visit. He has mentioned that I will likely deal with dry eye in the effected left eye from now on. Ciba vision is aware of my ongoing care. I have suggested to their customer care department that a system to verify that the solution has been neutralized and is safe for the eyes either in the solution itself or in the lens storage vial be developed and put into place. Frequency: daily. Route: ophthalmic. Dates of use: 2009. Diagnosis: routine contact lens care and cleaning. Event abated after use stopped: no.